Manufacturer narrative:
A2. Only the year of the patient's birth was reported to medtronic, therefore, only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information reporting that within 24 hours after a thrombectomy procedure in which a solitaire was used, the patient experienced a neurological deterioration. Imaging showed the patient had a subarachnoid hemorrhage. The patient's baseline nihss was 13. On the date of the event, (B)(6) 2020, the patient's nihss was 21. It was noted that the patient's nihss was 7 on (B)(6) 2020. It was not reported whether the patient required any additional medical or surgical intervention. No other information was available. Additional information received indicated there were no atypical issues with the solitaire device or procedure. The neurological examination five days after thrombectomy showed the patient was alert, responded to and obeyed ordered, had a focused gaze with aniscoria (left mydriasis). Right brachiocrural hemiparesis at 4+/5(1+1), unclear right hypoesthesia, mild-moderate dysarthria, expressive dysphasia with poor fluency and nominative difficulty although good understanding. Nihss of 8. Additional information received reported the subarachnoid hemorrhage as asymptomatic. There was no additional treatment provided and the event did not result in a prolonged hospitalization. The physician considered that the hemorrhage may possibly have been due to iatrogenic vessel perforation during the thrombectomy procedure that occurred without the physician realizing at time of the procedure, but this was speculation and not confirmed. The event was noted as resolved on (B)(6) 2020. Additional information was received indicating there was vessel perforation during the thrombectomy and they did not realize that during the procedure. It was noted that sometimes it was not possible to see extravasation. The core-lab image read for 24 hours post procedure was evidence of perforation. Additional information received reported updates: reassessed as causal to procedure. Additional information received reported a phenom 21 microcatheter was used in the index procedure and could not be ruled out by the sponsor as potentially related to the sah event.